Event description:
Display is completely blank [device malfunction]. No adverse event. Case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a display issue. The device was not reported to be in use on a pt at the time of the device issue. Ikaria investigation results were received on (B)(6) 2014. On (B)(6) 2014, the rt contacted ikaria technical services to report a blank or bad screen that occurred with the inomax dsir serial# (B)(4). The rt cycled ac power to standby, then on without resolving the issue. The device was removed from service and returned to ikaria for service eval. Case comment: (B)(6) 2014: the device was not in use at the time of device malfunction and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00023).

Manufacturer narrative:
(B)(4). Eval summary: the inomax dsir device serial number (B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) reviewed the service logs which revealed a delivery failure alarm with the backlight current below minimum (minimum: 800 counts. Actual value: 616 counts); consistent with a failing display backlight. The rsc investigation also experienced the reported complaints at boot-up. It was reported that the rsc replaced the display, inverter board and pca main board. The new display and inverter did not resolve the issue but the new pca main board did; the new display and inverter were left in the device due to age. The root cause for this incident was a display-backlight failure. This condition will be tracked and trended under ikaria's quality. This case did not result in any adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).